Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The valve was implanted. Post-implant the patient experienced a stroke. The patient presented with confusion. After 24 hours the patient began recovering. No intervention or treatment was required. The patient status was stable.

Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported stroke could not be conclusively determined. The reported serious injury/illness/impairment and hospitalization were results of case-specific circumstances as the patient was hospitalized and no intervention was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 4614 - serious injury/illness/impairment.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The valve was implanted. Post-implant the patient experienced a stroke. The patient presented with confusion. After 24 hours the patient began recovering. No intervention or treatment was required. The patient status was stable.